Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a pinhole on the channel tube. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope did not pass the leak test, had a perforated sheath. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap of adhesive on the distal end between the acoustic lens and ultrasound probe noted at estimation.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. Due to a pinhole on the channel tube, water tightness was lost. The scope cover plate had peeling. The forceps elevator lever had discoloration. Due to the adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. The adhesive on the bending section cover had a chip. The connecting tube was deformed. Due to wear of the angle wire, the play of the up/down/right/left knobs was out of the standard value. The ultrasound connector contact pins had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.